Event description:
It was reported that after a lunch meal announcement while using the ilet system, the user¿s glucose rose to 250 mg/dl and subsequently returned to target, with the user noting that postprandial recovery sometimes takes a while and that glucose above 200 mg/dl is associated with blurry vision. Symptoms included hyperglycemia and blurry vision. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included review of user-reported history and product-use troubleshooting with education. Investigation of this case revealed no device malfunction or alarm behavior and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.